Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5115596) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging high blood pressure problems during an emergency room visit. During the second emergency room visit it was determined it was severe asthma (bronchial spasms). Medical intervention was hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to a voluntary medwatch (mw5115596) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging high blood pressure problems during an emergency room visit. During the second emergency room visit it was determined it was severe asthma (bronchial spasms). Medical intervention was hospitalization. The previous report had no customer information so the report should have been filled as a final report. This report is being filed to correct this information.

Manufacturer narrative:
The manufacturer previously reported information in reference to a voluntary medwatch (mw5115596) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging high blood pressure problems during an emergency room visit. During the second emergency room visit it was determined it was severe asthma (bronchial spasms). Medical intervention was hospitalization. The pms did a reassessment and it was found that the reported event is not related to the device in this case. Hence, the device did not contribute or cause to the serious injury. Also the recall number was incorrect. This report is being filed to correct and update this information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.